Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing pd therapy. The patient reported being in the hospital due to the removal of a pd port and treatments. The patient stated that while draining there would be pain. The patient would have to stop the drain process when pain and burning was felt. The patient also reported feeling pain during the fill process. A pd registered nurse (pdrn) confirmed that the hospitalization was a result of peritonitis. There is no additional information available about the patient¿s hospitalization, despite several follow-up attempts. However, there were no reported allegations that the peritonitis was due to any malfunctions/product deficiencies with fresenius products.

Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing pd therapy. The patient reported being in the hospital due to the removal of a pd port and treatments. The patient stated that while draining there would be pain. The patient would have to stop the drain process when pain and burning was felt. The patient also reported feeling pain during the fill process. A pd registered nurse (pdrn) confirmed that the hospitalization was a result of peritonitis. There is no additional information available about the patient¿s hospitalization, despite several follow-up attempts. However, there were no reported allegations that the peritonitis was due to any malfunctions/product deficiencies with fresenius products.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.